Event description:
The complainant reported an inaccurate delivery; however, the actual delivery volume was not provided. The device evaluation identified a reportable malfunction, under-delivery. The intended delivery amount was 18 to 22 ml; however, the actual amount delivered was 13.2 ml.

Manufacturer narrative:
(B)(4). The device reported, list number 52036, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 52036, that is marketed domestically. The testing and investigation results confirmed an under-delivery. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.